Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer reported that the prograsp forceps instrument could not be controlled by the da vinci operator. Customer noted broken wires on the instrument. No pt harm, adverse outcome, or injury was reported.

Manufacturer narrative:
Conclusions - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in clevis. The clevis did not exhibit any damage or wear marks. No other damage found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction, if to reoccur, could cause or contribute to an adverse event.